Event description:
It is reported that a customer received a low battery alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that a new battery cap was sent out to the customer but it did not solve the issue. The customer transferred to a different extension for further assistance. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.